Event description:
The lay user/patient contacted lfs in 2009 alleging an issue with the test strip holder/port issue on the one touch ultra meter. The patient mentioned that when she would insert the test strip into the ultra test strip port, the test strips would start to peel. The patient mentioned that the alleged reported issue began eight days earlier sometime in the morning. At an unspecified time later the patient felt dizzy and exhibited a headache. She did not receive any medical attention or contact her physician for assistance. The patient was not tested on another device. The meter was replaced. The complaint is being reported since the patient alleged that she was unable to test on their meter due to the reported issue and at an unspecified time later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.